Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and replaced the power supply. The device passed all testing. (B)(4).

Event description:
Covidien received information that the 840 ventilator was inoperable.